Manufacturer narrative:
Reporting institution phone number: (B)(6). Reporter phone number: (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported a speaker malfunction on the intellivue mx450 patient monitor. It is unknown if sound was still coming from the device. It is unknown if the device was in use monitoring a patient at the time of the reported event. No death or patient injury or harm was reported.

Manufacturer narrative:
Philips received a complaint on the intellivue mx450 patient monitor indicating "speaker malfunction." It is unknown if the device was in clinical use at the time of the event. A good faith effort (gfe) was conducted for additional information, however there was no response. It is unknown if the device was producing sound or an inop message. The case notes state "closure reason= issue no longer occurring, no work performed by philips. The customer agrees that the device is ok.¿ based on the information available philips is unable to determine the cause of the reported problem and is not able to confirm the reported problem due to insufficient information. Philips is unable to confirm the final disposition of the device because the customer did not respond to requests for additional information. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H3 other text : customer did not request further assistance from philips.